Manufacturer narrative:
The clinical patient ID is (B)(6). The patient's date of birth is (B)(6), 1953. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). Study source: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. This complaint is being reported based on the event of bronchial peritis requiring unknown medication to treat. On (B)(6) 2017 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty procedure performed in the right lower lobe of the lungs. No issues noted with the device. According to the complainant, on (B)(6) 2017 the patient developed bronchial peritis that was administered or increased with a drug to treat the bronchial peritis. The exact type of drug that was administered or increased to treat the patient's bronchial peritis was not reported. It was not necessary to extend the patient's hospitalization due to this event. On (B)(6) 2017 the patient recovered from bronchial peritis. On (B)(6) 2017 the patient was discharged from the hospital.